Event description:
It was reported to boston scientific corporation that during a gynecological procedure using a capio standard suture capturing device, the needle carrier failed to retract after it was deployed. The physician used a "kelly" to remove it the patient, and the capio device broke apart. No further information about this event is available from the complainant.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant did not indicate whether the device will be returned; it has not been received, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. User facility medwatch report is attached.